Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not formed. The device was used on the ¿cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2021. D4: batch # v94l9u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with the handle partially open. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed four conforming clips; then the device locked out as intended but the orange indicator did not show up. This finding is not related to the incident reported. In addition, the device was disassembled to verify the condition of the internal components, and no anomalies could be observed. No conclusion could be reached on the cause of the open handle. The event described could not be confirmed as no malformed clips/staples were observed and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the open handle and orange indicator did not show up. The instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.